Manufacturer narrative:
Health professional was approximated to yes, as the initial reporter name and occupation are unknown, but the event was reported to have occurred at a health care facility. (B)(4). Investigation results: the returned speedband superview super 7 device, and visual evaluation noted that the trip wire was secured in the handle assembly slot when received and it was partially rolled in the handle assembly. However, the trip wire was kinked at the proximal section. The suture was intact and it was attached to the ligator head and trip wire. The trip wire was returned cut and it was observed under magnification that it had marks which suggest a mechanical tool was used to cut the component. Further analysis noted that the evidence of trip wire cut was likely to separate the device from the scope. This condition is not considered as an issue of the device. Additionally, the ligator head was returned and it was found that some of the ligator head teeth were damaged. It was possible to observe that all elastic bands were attached on the ligator head while two bands were moved out of their positions, and one was caught under the other bands, indicating a deployment failure. The suture hole was in good condition and no damages were observed. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No damage observed to the handle assembly and no other issues with the device were noted. The trip wire bent/kinked could occurred during the device setup securing the trip wire in handle slot and rotating the handle during the use of the device. Additionally the ligator head teeth were damaged (bent) this indicates that the component was submitted to tension forces during the use of the device and this could have affected the bands deployment activity leading to an improper deployment of the bands. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance, and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A manufacturing batch record review was unable to be performed as the lot number is unknown. A ship history review was performed to identify the most probable lots, and no matching lot numbers were found. Therefore, a DHR history review on the most probable lots was also unable to be performed. However, boston scientific's manufacturing processes include extensive inspections to ensure that all finished devices meet specifications prior to distribution. A review of the instructions for use (IFU) and product labeling was completed and did not reveal any evidence of device misuse or that the device was used in a manner inconsistent with the labeled indications.

Event description:
Boston scientific corporation received an unauthorized return of a speedband superview super 7 device on (B)(6) 2020. Investigation results showed that some of the ligator head teeth were damaged and the bands were moved out their positions, indicating a deployment failure. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.